Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the distal end of stent, stent struts were damaged. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 07feb2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 22mm in length, concentric, de novo target lesion was located in the mildly tortuous, severely calcified and 3.50mm in diameter mid right coronary artery (rca). Following pre-dilatation with 2.00x9 balloon catheter, a 3.50x24mm promus element¿ plus stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.